Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that after implant of the lead was finished, it was realized that the lead had possibly been placed in the coronary sinus. Therefore, the physician "had to go back in". The lead was removed but with considerable difficulty, possibly due to loss of torque, and some tissue was left on the lead helix. No further patient complications have been reported as a result of this event.